Event description:
Other serious/important medical incident: stick multiple times bc pen. Bd pen needles defective. No toujeo comes out and pt had to use 10 different pen needles in 1 single injection. Frequency: at bedtime. Date the person first started taking or using the product: (B)(6) 2016.